Event description:
The customer reported that there was no sound on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that there was no sound on the central nurse's station (cns). The customer checked the sound properties in windows and compared them to another cns and it had the same settings. The customer also tested the sound with an external speaker; however, the issue persisted. Technical support (ts) advised the customer to get the audio cable from a working cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that there was no sound on the central nurse's station (cns). The customer checked the sound properties in windows and compared them to another cns and it had the same settings. The customer also tested the sound with an external speaker; however, the issue persisted. Technical support (ts) advised the customer to get the audio cable from a working cns. There was no patient injury reported. Investigation summary: the customer did not respond to follow up attempts. As the device was not returned for evaluation, the root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H11: additional manufacturer narrative.

Event description:
The customer reported that there was no sound on the central nurse's station (cns). There was no patient injury reported.